Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is: (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump had pneumatic interface module error. There was no patient involvement and no harm or injury.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion and h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation finding, investigation conclusion, component code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, blood in pump. Replaced all blood contaminated parts fiber optic sensor extension (0012-00-1562), helium reservoir assembly (0997-00-0565), cable fan assembly (0012-00-1564-01), pneumatic module assembly (0997-00-1178). Also found fiber optic connector broken and compressor fan missing. Biomed took fan off pump for use on another device. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (component codes).